Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to resolve the past occlusion alarms. The customer's blood glucose (bg) levels ranged between 218-300's mg/dl and a manual injection was administered to address the current 218mg/dl bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion. Tandem technical support educated the customer in regards to occlusions. Reportedly, the customer reverted to alternate therapy for insulin therapy.